Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dizziness, heaviness, and shortness of breath when walking. Upon interrogation, the pulse generator exhibited mode switches. The device was reprogrammed. The patient was feeling fine and would continue to be monitored.